Event description:
It was reported that the patient experienced shortness of breath. It was noted that the patient presented remotely via merlin.net. It was noted that atrial undersensing due to p wave amplitudes resulting in a high premature ventricular contraction (pvc) count and lower or decreased biventricular pacing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was discharged the following day and was doing well post discharge.